Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedance was noted to be out of range on the right atrial (ra) lead connected to this cardiac resynchronization therapy pacemaker (crt-p). Specific details on the ra lead were not available. No adverse patient effects were reported. No interventions were reported. Currently available information indicates that the system remains in service.